Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was filled it was discovered that the solution remaining in the device had crystallized and formed an occlusion, which prevented the device from being flow tested. As a result, the reported failure could not be reproduced and no conclusions can be made regarding the cause of the reported event.. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: infusion finished early.